Event description:
MFR was informed that a patient on a huntleigh profiling bed, with a pentaflex mattress and the alphaxcell pressure mattress (overlay type) was on top of the normal pentaflex mattress. The bed cot sides were in the up position. A ward nurse discovered the patient on the floor with the air tubing from the alphaxcell controller (pump), that goes on the air mattress, tight around their neck. The tubing left detailed marks around the patient's neck in the form of two air tubes that feed the air mattress.

Manufacturer narrative:
Evaluation summary: following the receipt of the above incident involving a strangulation concern on the tube set of an alphaxcell mattress; I have today (2009) received the product back and have had an opportunity to inspect it. I can confirm that the mattress has not been modified and is per the intended design, the length of the air- pipes (tubeset) between the pump unit and the mattress was measured and found to be; three (3) metres form the non return valve inside the mattress to the pump (colder) connector, and one-point-three (1.3) metres of tubeset extend out from the mattress to the pump. However, the mains cable had been replaced from our standard black 3 metre cable with a moulded plug to a 4.2 metre grey mains cable with a screw on plug. Conclusion: the use of the bed rails with a patient who was disturbed and unattended was in-appropriate and should have been prevented by clinical risk assessment. It would appear that the mattress was not secured adequately allowing the movement of the disturbed and unattended patient to shift the mattress from its correct location causing some of the studs that secure the cover and the individual cells to the base to be pulled apart, this coupled with the twists put into the tube-set would increase the likely-hood of the incident described by the customer. We feel that with the single reported incident of this nature occurring that the enhance warning described above is an adequate response to this customer complaint and we propose to take no further action unless you deem it necessary.